Event description:
It was reported that "there was blood in the drive line (balloon rupture). Issue was discovered during use on a patient. The issue was resolved by replacing the balloon. Patient's current condition was listed as fine". Associated MDR 3010532612-2022-00381.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "there was blood in the drive line (balloon rupture). Issue was discovered during use on a patient. The issue was resolved by replacing the balloon. Patient's current condition was listed as fine". Associated MDR 3010532612-2022-00381.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. No serial/lot number was reported; therefore, a device history record (DHR) review was unable to be completed. The lot number history for this account was unable to be retrieved. If the lot number information is available at a later date, the complaint will be updated accordingly. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.